Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown omnipod software app version: 3.1.1 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g7 please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient had been hospitalised with diabetic ketoacidosis on (B)(6) 2025. The patient's blood glucose levels reached 500 mg/dl while wearing the pod between 4 and 24 hours. It was reported that the pod was leaking insulin and the cannula was clogged and unable to deliver insulin. Symptoms reported include vomiting and an inability to keep any food or drink down. The patient presented at the emergency room and was then admitted to the intensive care unit. The patient was treated with intravenous insulin. The patient was discharged the following day (B)(6) 2025.